Event description:
Pt was placed in a mayfield head holder and flipped prone onto the jackson table. While the physicians attempted to lock the pt into the mayfield, the head holder moved and caused a scalp laceration. The mayfield holder was removed, and staples were placed in the laceration. The mayfield head holder was reapplied, and the pt was successfully locked into position.